Manufacturer narrative:
Device received with blank flashing white display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement, and displacement test or verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display. The customer had not been using the insulin pump since 3 weeks but decided to use it again but it would not turn even after putting new batteries. Customer reported the insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.